Manufacturer narrative:
(B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event date: about 1 year ago. Primary surgery was performed using pinnacle-corail, dated about 8-9 years before (~2008). On x-ray both the cup and the stem were mal-positioned. The patient fell and started to have hip pain, during the revision surgery it was noted that the liner fractured and migrated proximally. Both the stem and cup were well fixed, but because of cup positioning it was decided to replace it as well. Approximately summer 2017 revision surgery. Revision done with pinnacle 300, and ceramic liner (ceramax) and delta ts head.